Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and oversensing on the right ventricular (rv) lead. Fluoroscopy was performed and revealed no damage to the rv lead. The rv lead was capped and replaced to resolve the event and the patient was stable.